Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed "close door". There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter and an eval was performed. The eval confirmed and reproduced the "close door" alarm, determined to be caused by a failed hook switch. The upper auxiliary assembly, which contains the failed hook switch, was replaced.